Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.

Event description:
It was reported that the five anchors from the ar-9400-sbk subscap system would not seat; they each pulled out. They used a speedbridge to complete the case. The same site was used; there were no additional incisions needed.